Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Rmas issued. Replacement detect position louvre cover, hinge and spring were all shipped to the site. A medtronic representative, following-up at the site, reported the cable track teeth on the cover were damaged. All suspect parts have been replaced/repaired and the system is functioning properly. No further issues reported.

Manufacturer narrative:
Congenital anomaly/birth defect inadvertently marked.

Event description:
A medtronic representative reported an o-arm detector positioner louvre cover was damaged. There was no patient present when this issue was identified.